Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 02/24/2015 which confirmed the reported event of hardware error and that there were indications of gaps in transmission.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support had the patient perform a reset and the reset was successful for reported issue. The patient did not report any injury or medical intervention.